Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-04591. It was reported that the patient¿s leads had migrated resulting in ineffective stimulation. It was noted that the patient is a chronic sleepwalker. As result, the leads were explanted and replaced with a paddle lead. Effective therapy was established post-operative.